Manufacturer narrative:
Additional information: h11. H11: the following additional information was received from the customer. The ak 98 machine did not alarm. The point of the observed leak was at the ultrafiltration supervision system. The external leak of fluid occurred at a component where the leak does not have the potential to harm the patient. This is therefore not likely to cause or contribute to a death or a serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from an unspecified location of an ak 98 machine during the disinfection process. There was no patient involvement. No additional information is available.